Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone to have had high blood glucose. Customer treated blood glucose with an old insulin pump. Customer had no symptom of high blood glucose. Customer's blood glucose at the time of call was 167 mg/dl. High blood glucose reading was not provided. Troubleshooting was performed on insulin pump. Customer called back in order to complete high pressure test. Customer reported that drive support cap was loose. Insulin pump passed high pressure test.